Manufacturer narrative:
The device passed the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. The device alarmed after battery change due to interface board voltage leak. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. No unexpected restart noted. All buttons functioned properly. However, found corroded keypad traces. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked reservoir tube and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and the keypad buttons were not responsive. The customer's blood glucose reading was 580 mg/dl at the time of incident and treated with an injection. Troubleshooting found that the pump act button did not work and the pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.